Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in finland. Livanova initiated an investigation if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a electrical venous occluder (evo) gave an error (e1538) code associated to the clamp encoder probably during installation. There was no patient involvement.

Manufacturer narrative:
H10: the affected part was returned to livanova deutschland for a detailed investigation. Device was cleaned, disinfected and tested. Flash software upgrade was performed. The affected clamp needed the replacement of the hva board. Repair was completed. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A complaints database review has been performed and no further similar issues have been submitted for this unit manufactured in 2022. Based on technical intervention, it cannot be ruled out that a defective hva board caused the event. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro sub-components.

Event description:
See initial report.